Event description:
Portions of the catheters were returned for analysis. The return paperwork noted the following, "catheter entry at l1-2; tip at t9-10; removed 19 cm 8709; added 18.5 cm repair kit; primed distal end with .04 ml". The device system was used to deliver meperidine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Final device analysis of the catheter segments revealed no anomaly found - acceptable catheter testing. The following catheter segments were returned: distal piece 19.5 cm to distal tip; middle piece 20 cm. Catheter.